Event description:
It was reported patient underwent an acl reconstruction procedure on (B)(6) 2014. During the procedure, the interference screw cut all the leading threads while inserting the screw into the tibial canal. The interference screw remains in the patient and the acl was not fully repaired.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."